Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer installed new battery and monitored insulin pump for 2 hours and frozen display recurred. Customer also reported moisture damage. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
S/w version 4.11j. Retainer ring = black. Pump case = ngp. Customer returned pump for an alleged blank display found on (B)(6) 2022. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test active current test, and self test. Pump failed sleep current test due to connector resistance issue with the j6/pcba 1 connector. No blank display noted during testing. Unexpected pump error 23, pump error 49, and pump error 68 were noted when swapping batteries and during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range; however, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) had an unexpected voltage drop on (B)(6) 2022. No unexpected power alarms or unexpected battery alerts were found in the history files on or near the event date. Pump error 82 was found in the history files on (B)(6) 2022 at 08:27:14.00. During self test, the red led indicator turned on and the vibrator motor vibrated with both functioning properly which indicates the hardware worked as expected. Pump received pump error 25 during testing. Pump was recycled and redownloaded. Pump was left to charge for three days. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb 1. Pump did not successfully recharge during three-day period. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, motor, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case - corner of belt clip rails, label damage (faded), cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, missing display window/cover, overlay scratched, keypad overlay texture damage, scratched case. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Unable to confirm for software anomaly due to insufficient data in the detail trace file starting on (B)(6) 2022 at 09:06:07.00, problem isolated to the electronic assemblies. Pump error 23, pump error 49, and pump error 68 were confirmed during testing due to moisture damage on the j6 connector and the d10 on pcba 1. Pump error 25 was confirmed during testing due to moisture damage on the j6 connector. Unexpected battery power loss confirmed during testing due to moisture damage on the j6 connector and d10 on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.